Event description:
The attachments lose the brush threads during use. Not after prolonged use, but immediately. Not just one thread, but at least three to four every day" *bristle threads refers to the bristle filaments.